Event description:
It was reported that this inflatable penile prosthesis (ipp) was not correctly positioned. A revision surgery was performed and, upon examination, it was found that the cylinders were not the correct size for patient's anatomy. The cylinder and pump were explanted and replaced. No patient complications were reported.